Manufacturer narrative:
A product evaluation was completed on the returned 12tlw403f. The reported event of balloon ruptured was confirmed. As received, balloon was found to be ruptured in the central area. Balloon edges did not match at the ruptured region. Rupture part was not returned. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Both balloon windings were intact. No other visible damage was observed from the catheter. Through lumen was patent without any leakage or occlusion. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A device history record review was completed and documented that device met all specifications upon distribution. As part of the manufacturing process, a 100% of the units go through balloon and winding inspection process. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. Additional product code: kra; additional 510k: k892410.

Event description:
It was reported that the balloon of this fogarty catheter ruptured during use. Patient demographics were requested but unavailable. There were no patient complications reported.